Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the uplink amplitude functional test failed due to the cable being out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radiofrequency programmer head had interrogation problems, that it was unable to get signal strength. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.